Event description:
It was reported that the patient was experiencing increased pain at her left leg and foot with symptoms of trouble moving feet after trial procedure. The patient underwent a lead explant procedure. Patient was doing fine postoperatively. The explanted device was unable to return due to facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e, serial number: (B)(6), batch/lot number: 7326998, model/catalog description: infinion 16 trial lead kit 50 cm, unique identifier (UDI) #: (B)(4).